Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that two days post pulsed field ablation (pfa) procedure, the patient experienced a cerebral infarction, and the cause was unknown. The procedure was successfully completed. The patient was discharged from the hospital without any particular issues after the pfa procedure. It was further reported the stroke was identified by magnetic resonance imaging (MRI) and had presented motor aphasia. The patient was treated with rehydration and rehabilitation treatment. The patient appears to be recovering. The patient was hospitalized, and we are currently negotiating to transfer to another hospital to continue rehabilitation. Additionally, it was reported that the patient had health issues prior to the procedure, consisting of impaired renal function with cr1.26 and egfr43.3.

Manufacturer narrative:
Correction to section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that two days post pulsed field ablation (pfa) procedure, the patient experienced a cerebral infarction, and the cause was unknown. It was not known if the stroke was caused by the patient falling. The procedure was successfully completed. The patient was discharged from the hospital without any particular issues after the pfa procedure. It was further reported the stroke was identified by magnetic resonance imaging (MRI) and had presented motor aphasia. The patient was treated with rehydration and rehabilitation treatment. The patient appears to be recovering. The patient was hospitalized, and we are currently negotiating to transfer to another hospital to continue rehabilitation. Additionally, it was reported that the patient had health issues prior to the procedure, consisting of impaired renal function with cr1.26 and egfr43.3.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that two days post pulsed field ablation (pfa) procedure, the patient experienced a cerebral infarction, and the cause was unknown. It was not known if the stroke was caused by the patient falling. The procedure was successfully completed. The patient was discharged from the hospital without any particular issues after the pfa procedure. It was further reported the stroke was identified by magnetic resonance imaging (MRI) and had presented motor aphasia. The patient was treated with rehydration and rehabilitation treatment. The patient appears to be recovering. The patient was hospitalized, and we are currently negotiating to transfer to another hospital to continue rehabilitation. Additionally, it was reported that the patient had health issues prior to the procedure, consisting of impaired renal function with cr1.26 and egfr43.3. It was further reported that the patient was transferred to another hospital approximately two months ago. It has been impossible to follow up on his progress since then.